Event description:
The user facility reported that a pt passed away while on peritoneal dialysis treatment. No further info is available at the time of this report.

Manufacturer narrative:
This report is being submitted as part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department will perform a clinical investigation and a plant investigation will be performed. This medwatch report is associated with: 8030665-2014-00190 and 1713747-2014-99911.